Event description:
It was reported the patient was presented to the hospital for a schedule procedure. During procedure, the patient's right ventricular (rv) lead as implanted had inadequate capture threshold and sensing measurements. Post procedure during a follow-up, it was noted that the capture threshold had elevated and the sensing measurements had dropped. The physician brought in the patient to explant and replace the rv lead on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.